Manufacturer narrative:
It was confirmed that the rate knob was not working properly. The issue was attributed to the associated encoder flex cable. The atrial connector was found to be broken. The printed circuit board (pcb) was found to be damaged. Contamination was found in the keypad, and knobs. Display frame screws were found to be loose. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator's (epg) rate dial was not functioning properly. Specifically, rate was able to be decreased, but not increased. The epg was returned for service. There was no patient involvement.